Event description:
Patient was revised to address femoral loosening. The interface and cement manufacturer are unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient medical records and x-rays were provided. Review of the supplied medical records and x-rays confirmed loosening of the femoral component. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not draw any conclusions about the device loosening based on the available information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.